Event description:
The account alleged there is fluid ingress inside the control box on the control board. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.